Event description:
Additionally, healthcare professional reported rupture, "hole in implant", "pucker near hole" and "any creases associated with hole".

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.9., h.3., h.6.

Manufacturer narrative:
Device evaluation: opening curved on posterior, red particles in the shell and weight to the spec. A visual and microscopic analysis was performed which identified: striated opening on posterior, creases fold and wear abrasion. Base on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage consist in the use of some surgical tool. Creases are observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. Additionally, healthcare professional reported rupture, "hole in implant", "pucker near hole" and "any creases associated with hole". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. Device has been explanted.